Event description:
It was reported that the radio frequency programmer head would only interrogate intermittently. It was noted by the initial reporter that it was "likely a break in the cable" the head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the cable was very twisted, and the rubber portion of the label was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).